Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received unknown baclofen (2000 mcg/ml, approximately 30 mcg/day) in an implantable pump for an unknown indication for use. A pump alarm was heard, but telemetry had not yet been performed. The patient reported a two tone alarm that began at approximately 19:00 on (B)(6) 2017. Pump event logs confirmed a motor stall occurred on (B)(6) 2017 at 18:55. There was no recovery recorded as of 21-may-2017. No other anomalies were seen. The last pump update occurred on (B)(6) 2017 and everything looked normal in the logs. The hcp conferred with the patient and they were at home when the motor stall occurred. The patient experienced increased spasticity and was being treated with oral baclofen. The hcp tried contacting the local manufacturer representative, but no one was available. So, the hcp contacted technical services. The hcp was not familiar with clinician programmer operation and was not with the patient at the time of the call. The hcp was going to contact the patient's follow-up hcp on 22-may-2017 regarding the patient's status. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the event pertains to mfg. Report# 3004209178-2017-10972. All further information will be sent in mfg. Report# 3004209178-2017-10972.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.